Manufacturer narrative:
Corrected information was provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the doctor noticed a scratch on the lens after insertion. The procedure was completed with another iol inserted. The reporter also reported that there was no patient contact. Additional information has been requested and a request for clarification of the conflicting information reported that the event occurred after insertion of the iol but also reported that there was no patient contact.